Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4). Description: linear st lead, 70cm.

Event description:
A report was received that the patient's incisions have not healed and was infected. The symptom of infection included an increase white blood cell (wbc) count and pain at both incision sites. The patient was admitted in the hospital and had antibiotics administered through a peripherally inserted central catheter (PICC) line. Wound vac (vacuum assisted closure) and initial infection debridement was done to clean out some infection. The physician believed the infection was procedure related. It was reported that the patient was healing.